Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that an incident occurred during the night of the (B)(6) 2025 to the (B)(6) 2025. It was reported that the patient was harmed by the settings which were applied by the nurse and/or doctor responsible. Among other things, alarms on the ventilator were ignored and muted.

Manufacturer narrative:
The affected device was inspected on site by dräger service and the log file was made available to the manufacturer for further analysis. According to the log file, the device was operated in pc-simv+ ventilation mode on the reported date of the event - contrary to what was reported. The settings were also different from those reported in the description of the event. The last ventilation in CPAP mode was performed on (B)(6) 2025 from 11:09 am to 12:46 pm with the settings peep 5 mbar and psupp 10 mbar. The log file analysis showed that the user was repeatedly on the device during the period as analyzed ((B)(6) 2025 from 6 pm to (B)(6) 2025 at 8 am) and applied settings or muted ventilation-related alarms such as ¿minute volume low¿, ¿etco2 low¿ and ¿tidal volume low¿. According to the log file, the alarm volume was set to 60 % or 80 %. The alarm volume of 20 % mentioned in the event description was not selected at any time in april 2025. Furthermore, the log file shows that between (B)(6) 2025 at 10:01 pm and (B)(6) 2025 at 3:27 am, no alarm messages were activated by the device and no user interactions with the device were recorded. The device was in ventilation mode, ventilation occurred as set and the automatic, hourly calibrations of the flow sensor were performed successfully. The log file analysis did not show any indication of a device malfunction. In addition, the device was successfully tested on site in according to the manufacturer's specifications and was fully functional. As a safety feature of the device, the software analyzes and verifies proper function of the device. If set alarm limits are met, the device alarms visually and acoustically to alert the user of the situation. In the current event, the device reacted as specified and generated ventilation-related alarms according to the set alarm limits. The logbook entries showed ventilation parameters as to be expected according to the ventilation mode; depending on the situation, patient and patient condition, they may be suitable for achieving adequate ventilation. A device malfunction as root cause of the reported event can be ruled out.

Event description:
It was reported that an incident occurred during the night of the (B)(6) 2025 to the (B)(6) 2025. It was reported that the patient was harmed by the settings which were applied by the nurse and/or doctor responsible. Among other things, alarms on the ventilator were ignored and muted.